Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation when the physician pulled the renegade¿ out of the hoop with flush performed, it was noted that the catheter became separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. A .014 fathom guidewire was stuck in the device. The hub, shaft and tip were microscopically examined. The device was broken/damaged from the strain relief to 5.5cm distally. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the dfu states: "flush the catheter surface prior to removal from the carrier hoop." There is no evidence that the customer flushed the carrier tube before withdrawing the catheter. (B)(4).

Event description:
It was reported that a catheter break occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation when the physician pulled the renegade¿ out of the hoop with flush performed, it was noted that the catheter became separated. The procedure was completed with another of the same device. No patient complications were reported.